Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shut down. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.